Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Or, were the staple line and cut line approximately equal in length (device partially fired and stopped)? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? If yes, please explain.

Event description:
It was reported that the device did not staple and could not be removed.

Manufacturer narrative:
(B)(4). MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information requested and received: did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Or, were the staple line and cut line approximately equal in length (device partially fired and stopped)? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? If yes, please explain. The stapler blocked like if the automatic safety had been activated, but even after pressing the red button the device could not be opened. The instrument was closed over the ablating colon tissue. By manipulation with a laparoscopic forceps, the stapler could be opened. There were no consequences for the patient and the course of the op. Patient is now at home.